Manufacturer narrative:
Functional testing: the sample was filled with water; the samples were connected to the cadd legacy plus to look for unusual function. Results: the sample was fully priming and connected without difficult, the pump were set running and the alarm were not activated. The complaint was not confirmed. The complaint was not confirmed due to sample was tested and no alarms were activated. Per trend review in no disposable alarm code an escalation to investigate this failure was initiated on (B)(6) 2021 under ncr(B)(4) that is in corrective action phase.

Event description:
It was reported that a "high pressure, upstream occlusion" message appeared on the display. So the patient changed the cassette. After that, the alarm was cleared. No patient injury was reported.